Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate/confirm the customer reported complaint about right eye vision loss. Corrosion was found during visual inspection. The personality module surgeon console (pmsc) was installed onto a golden system where the fault was triggered. It failed and the lost right eye issue was replicated. Probable root cause is attributed to the defective pmsc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the right eye vison was lost. The customer reseated the blue fiber cable (bfc) and power cycled the vision side cart (vsc) to resolve the issue. The procedure was converted to laparoscopic surgery for unknown reasons. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the bfc reseating and power cycling the vsc did not resolve right eye video loss issue. The procedure was converted due to the loss of right eye vision. There was no report of patient injury or harm.